Event description:
It was reported to st. Jude that the medical record for a pt who had recurrent shocks from automatic implantable cardiac defibrillator due to oversensing was reviewed 5 jan 2000. The rate sensing lead was extracted and a new defibrillator system implanted.